Event description:
It was reported via article that a retrospective review was conducted in order to determine complications that were related to the ams 800 (artificial urinary sphincter) device surgery. The medical records of 97 men who underwent original implantation of the ams 800 device at sahlgrenska university hospital in gothenburg between may 1997 and june 2010 were review. All of the patient's in the study were being treated for stress urinary incontinence (sui). The cause for the incontinence was radical prostatectomy in 84% of the patients, transurethral resection of the prostate in 12% of the patients, and sphincter injury due to motor vehicle accident with pelvic fracture in 3% of the patients. All patients had undergone a cystoscopy before implantation. The cuff was placed around the bulbar urethra in all cases. The pressure range of the balloon implanted was 51-60 cmh2o in seven operations, 61-70 cmh2o in 101 operations and 71-80 cmh2o in seven operations. 27 of the 97 patients involved in the study underwent a total of 33 revisions. There were 7 revisions due to erosion, 5 revisions due to recurring incontinence, 4 revisions due to leakage in the system (fluid loss), 3 revisions due to the cuff being too large, 3 revisions due to infection, 3 revisions due to air in the system, 2 revisions due to a ruptured balloon, 2 revisions due to pain, 2 revisions due to urethral atrophy, 1 revision due to a ruptured cuff and 1 revision due to a misplaced pump. Even though only 3 revision surgeries were performed due to infection there were a total of 7 patients who had infections related to the device or the procedure. The three infections that led to revision were abscess formation at the cuff site in 2 cases and abscess around the entire system in 1 case. The other four were urinary tract infections in 2 cases and urinary tract infections in combination with epididymitis in two cases. In the study it was also found that there were two cases of iatrogenic damage to the artificial sphincter. One was in connection with a combined transurethral bladder resection and hernial surgery, and one as caused by urethral catheterization in conjunction with an episode of acute ileus. At a follow-up appointment 6 months after surgery 75% of the patients stated they were satisfied with their continence and 25% stated they were dissatisfied.